Event description:
The customer reported one (1) one-link needle free IV connector that had a sluggish port on the peripheral inserted central catheter during patient use. It is unknown in which care area this event occurred. There was no report of patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). It is unknown if a sample is available for evaluation. If additional information or samples become available, a follow-up report will be submitted. A batch review cannot be performed since there was no lot number provided. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Manufacturer narrative:
(B)(4). A sample is not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow-up report will be submitted. A labeling review was performed and the labeling was found to be adequate and sufficient. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.